Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed driveline faults; however, a specific cause for these events cannot be determined through this investigation. The submitted log file contained data spanning from (B)(6) 2021 06:35:33 through (B)(6) 2021 10:43:03. The log file captured one driveline fault on (B)(6) 2021 while the patient was connected to the power module. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other atypical events were captured throughout the file. The pump operated at the set speed for the remainder of the file. The account reported that the patient had a driveline fault alarm, and the cause for the event was unknown. It was unknown if the alarms resolved. The patient¿s controller was changed on 23sep2021, and the patient denied alarms at home over the weekend. The patient was asymptomatic and stable at home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The heartmate ii lvas IFU, lists adverse events that may be associated with the use of heartmate ii lvas. Heartmate ii lvas patient handbook: section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18aug2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a driveline (dl) fault alarm on interrogation on (B)(6)2021. Patient denied hearing alarms and was asymptomatic. The log file captured an isolated driveline fault event on (B)(6) 2021 at 4:52. The controller is a rev 7.29 and this revision will only display dl fault on the system monitor and the patient will not see the dl event on the controller. The remainder of the log file was unremarkable.